Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that during the replacement procedure of the patient's pacemaker, the physician was unable to loosen the setscrews. The physician opted to cut and capped the lead. Attempts to obtain the model and serial number of the lead were made; however, no information was made available. Subsequently, the device was returned and the lead that was cut remained in the header of the device. The product was a boston scientific's right ventricular (rv) lead. No adverse patient effects were reported.